Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they had a leak of versed between syringe and pressure disc of the tubing while connected to a patient. Versed line was noted to be crystalized between the connector and the tubing pressure disc. There was no patient harm.

Manufacturer narrative:
Correction: upon further review the file is no longer reportable. Please disregard initial submission.